Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and issue with infusion set. Blood glucose level at the time of the incident was ranging from 442 to 447 mg/dl which was treated with a shot. Blood glucose at the time of the call was 140 mg/dl. Customer stated, the infusion set had a crimped needle when removed. No product is expected to return.